Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose levels rose to 300 mg/dl while wearing the pod for 24 to 36 hours. When removed from the infusion site (abdomen), the pod¿s cannula was found to be dislodged and bent. As treatment, the parent changed the pod and administered a correction bolus. The patient had a headache. The patient visited their endocrinologist, who adjusted the settings on their controller.